Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Performed pre-fill test to the reservoirs and no air bubbles leakage were observed during analysis. Checked o-rings/stopper groove for defects and none were found. No air bubbles or leakage anomalies were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin had leaked past the second o-ring. Customer's blood glucose was 228 mg/dl. After troubleshooting, customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.